Event description:
Medtronic received a report that the apro and solitaire were difficult to pull from m1 segment. Used extra force and when it was removed it was noticed that the apro had stretched and coil wasn't right. The device and any accessories were prepared as indicated in the IFU. There was resistance during the procedure during retrieval. The vessel was moderately tortuous. The resistance was in the distal section of the catheter. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of left middle cerebral artery (mca) ischemic stroke. There were 2 passes with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the apro catheter was returned within a shipping sleeve and a plastic bio-pouch. Visual inspection/damage location details: no damage was found with the apro catheter hub. The apro catheter body was found kinked at 32.7cm, 87.5cm, 137.6cm and flattened at 63.5cm, and stretched 122.2cm-129.5cm from the proximal end of the catheter hub. The apro catheter distal tip was found to be in good condition. Additionally, the apro catheter inner wire was found protruding from the catheter diameter body at 122.2cm-129.5cm from proximal end of hub. Testing/analysis: the apro catheter total length was measured to be 138.2cm and the usable length was measured to be 132.6cm, which is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it is assumed that the copilot toughy wasn't pushed in enough causing the stretching. Post procedure tici was 2b. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU).